Event description:
Philips received a complaint from the hospital medical examiner (me) on the v60 ventilator indicating that the touch panel was not responding. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with the same model, and there was no reported delay in therapy or medical intervention. The customer called technical support to report that the touch panel was not responding while the device was in use on a patient. The touchscreen was calibrated, but the touch panel's response was off. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse therefore replaced the touchscreen, checked that the software version was 2.30, cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen onto a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The technician found that the touchscreen would not operate after entering diagnostics mode or during functional testing of the touchscreen during operational mode. The touchscreen passed all diagnostics testing and resistance measurements were all in specification, but the touchscreen did not operate on the standard test bed (stb). It was verified that pin 3 (the wiper portion of the touchscreen) was providing an inadequate connection to the user interface (ui) printed circuit board assembly (pcba). After the technician ensured a good strong connection between pin 3 of the flex portion of the touchscreen and the ui pcba, the touchscreen began to operate without any issues.